Event description:
It was reported that the patient has expired, due to unknown reasons. The implant duration was less than a month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Event description:
Through follow up with the health care provider (via fax), additional information was received, through which it was learned that the event was not device related. The device has been disassociated from the event by the surgeon, therefore this event is no longer considered reportable.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.